Event description:
Initial result for a patient hcg was 16.9 iu/ml. When repeated, the result was 9698 iu/ml. The incorrect result was not used to treat the patient. The field service representative found the sampling system required maintenance and repaired the instrument by performing the required sampling system maintenance.